Event description:
Medtronic received information that 9 days post implant of this 30mm mitral annuloplasty band, it was explanted and replaced with an unknown product. The reason for the replacement was reported as moderate to severe mitral insufficiency. It was also reported that the event was not device related. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.